Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Record was failed during initial submission. Resubmission to attempt to pass. Record failed indicated f5 had incorrect country code with value of telephone number. Problem is that f3 is the country code field. F5 is the telephone number field. F5 contains a telephone number has been listed.